Manufacturer narrative:
(B)(4). Date sent: 03/08/2016. (B)(4). The analysis results of the el5ml device found that it was received with two malformed clips jammed in the jaws. The clips were removed in order to perform functional testing. Upon evaluation the device fired, fed and formed 2 malformed clips and 4 conforming clips; in addition, the device did not lockout as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the handle of the device. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw and causing the malformed clips. In addition, the excessive body fluids could have affected the lockout functionality of the device. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, the doctor was using the device to clip a vessel, it started firing initially; after the first couple of clips were used the device jammed and stopped deploying clips. The case was completed using another clip applier. There were no patient consequences reported.